Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reported issue was unable to be duplicated. The cause of the reported issue was not determined as no issue was identified through testing.

Event description:
It was stated that the device was alarming "air in line" even though there was no actual air in line. This had occurred multiple times during patient use. Event occurred during infusion. There was no patient harm/adverse event reported.